Event description:
It was reported that the insulin pump alarmed no delivery while the customer was trying to deliver a bolus of 2.3 units. The reservoir still had 38 units of insulin left. The customer's blood glucose was 259 mg/dl. During the fixed prime process of troubleshooting insulin did not exit the tubing and the insulin pump alarmed no delivery. The called declined to continue troubleshooting and stated that they will change everything. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.